Event description:
Information was received from the physician's office and it was noted that the patient's settings were set to the same levels as her previous device. The physician explained that he is unsure why the patient perceives the stimulation differently as the device is working properly. It was also noted the patient did not actually have pain in her chest, but it was actually in her throat most likely due to intubation. The patient's current settings were written out confirming they were set to the same settings as her previous device. Diagnostics were also provided confirming the device was working properly.

Manufacturer narrative:
(B)(4).

Event description:
The patient was concerned about her device as she was no longer able to feel the stimulation as she was able to prior to her generator replacement. The patient stated she went to the physician's office and it was noted everything was working and the system was programmed on. It was reported by the patient that she had a few seizures after her generator replacement and she wasn't sure if this was due to the anesthesia or due to not having therapy during that time. She noted the seizures felt different and were harder to "pull herself out of" as if they lasted longer, she was more "out of it", and the seizures were "scarier". The patient noted that she was unable to feel the generator stimulating as she was able to before and her voice alteration is less present now, since the new generator.

Event description:
It was later confirmed the patient was set to therapeutic settings. Attempts for additional relevant information have been unsuccessful to date.